Event description:
It was reported that the patient presented to the hospital complaining of chest pain. The ventricular lead exhibited loss of capture and sensing. An x-ray was performed, and revealed that the lead had perforated through the patient's heart, and into his lung. The lead was explanted and replaced.

Manufacturer narrative:
Na